Event description:
During the early morning of a shift, the central monitor for a nursing unit malfunctioned: screen showed no communication in various rooms. Clinical engineering was unable to identify cause.